Manufacturer narrative:
Updated sections h3, h6- component code, type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16190. The returned device was visually examined, and the following was observed: the balloon was bunched towards the nose tip. The distal end of the delivery system was observed caught in the sheath liner with liner delamination and bunching. Separation was observed at the inflation/crimp balloon bond. Wings were flared. Double-wall thickness measurements of the crimp balloon were within specification. Post procedural imagery was provided by the site and revealed the following: balloon was bunched towards nose tip appears caught on liner, most likely during withdrawal. Sheath liner was delaminated and there was bunching towards the hub. The complaints for torn balloon and difficulty or inability to withdraw system through sheath were confirmed based on visual inspection of the returned device. A manufacturing non-conformance was unable to be determined. A review of the instructions for use and training manuals revealed no deficiencies. Visual inspection of the device revealed the crimp balloon was torn at the I/c bond. As the event occurred after post dilatation without issue and the inflation balloon was received bunched over the nose tip, it is likely that the balloon tear occurred during withdrawal of the delivery system. Per provided information, the delivery system withdrawal was attempted with residual fluid inside the balloon. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, residual fluid within the system after deployment could have left the balloon with a larger profile than expected and could have further interacted with the sheath tip and/or liner during withdrawal, contributing to the reported withdrawal difficulties . Any additional manipulation and/or increased withdrawal forces used to overcome this resistance can lead to the I/c bond separation. As such, available information suggests that procedural factors (residual fluid on balloon, excessive manipulation) may have contributed to the reported event. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, investigation results suggest/indicate withdrawal difficulties may have caused or contributed to the post procedural bleed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, corrective or preventative actions are not required at this time. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with balloon tears.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our european affiliates, during implant of a 26mm sapien 3 ultra vale in aortic position by transfemoral approach, after post dilating with the commander delivery system (ds), during the withdrawal, the commander delivery system got stuck in the esheath. The commander ds was attempted to be pulled into the esheath before the balloon was sufficiently deflated. During the retraction through the esheath, the balloon burst and got stuck approximately 10-15cm from the distal tip of the esheath. Due to this, the esheath was delaminated. The system was withdrawn as a single unit with no cut down was needed. However, during the withdrawal of the system, there was a bleeding complication when the manta's device did not deploy, and stents were used to control the bleeding. It was assumed that the added bulk to the e-sheath (caused by the burst balloon) contributed to the pulling out of the manta's when the system was withdrawn. The patient was noted as to be doing well.